Event description:
A peritoneal dialysis (pd) pt reported experiencing drain issues during treatment but did not experience any symptoms of overfill. The reported manual drain volume of 5143ml was 206% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require med intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume occurred in drain 2 with an undetermined cause. There was no alarm malfunction or adverse event associated with this reported large drain volume. A supplemental report will be submitted upon completion of the plant's investigation.